Event description:
Pt having a contrast enhanced CT scan of chest. Inadvertently, the contrast injector chamber was not filled with contrast or the IV tubing to the pt. The auto injector was turned on and pumped about 100 cc air into pt, causing an air embolisim. The pt was stabilized and sent to the hyperbaric chamber and intensive care unit for treatment, and recovered. "User error." However, a "design hazard exists with some injector models. These units will pump air if not filled with dye properly. "High risk" situation. Some units never wil sense "air" & shut down.